Event description:
It was reported that during treatment of a small ica aneurysm with balloon protection, two embolization coils had been deployed. During the detachment of the third coil, the balloon ruptured. The three coils dislocated from the aneurysm and into the mca bifurcation. Two alligator and a solitaire retrieval device were used to capture the coils successfully. No harm was reported, the pt was reported to be well. The pt weight was unable to be obtained.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed a pin hole or small linear tear in the proximal section of the balloon. The remainder of the device was normal in specification. The device will be sent to an outside laboratory for sem imaging. Additional info will be submitted once the sem testing is completed. The root cause cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.